Event description:
A malfunction was reported on the pump by the caller, identified as malf 12. There was no adverse impact to the customer's blood glucose level. The issue did not cause the customer's blood glucose level to exceed normal thresholds. Technical support provided assistance by giving instructions to reset the pump and confirmed that the malfunction code did not recur after the reset. The customer can continue to use the pump and was advised to call back if the malfunction persists.